Manufacturer narrative:
This report is for 2 unknown screws. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: one of the two unknown screws reported initially was returned for investigation. A product development evaluation was completed: the unknown screw with unknown lot number was received intact. The screw is lodged on the distal threaded tip of the 309.530 conical extraction screw. The device shows deformed threads consistent with insertion and removal. Per the technique guide, the 309.530 conical extraction screw is an instrument routinely used in the screw removal set. The 355.550 threaded conical bolt for 17-19mm universal femoral nails is an instrument routinely used to remove nails in the universal nail system. The unknown screw is a cortex screw that was used in a tibial nail construct as reported by the complaint. No complaint was alleged against the screw in the complaint description or noted upon examination. This complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to remove an intramedullary nail from a tibia, numerous extraction screws and bolts were utilized and ultimately damaged. The tibia nail was removed without surgical delay or patient harm. It was confirmed that nail was being removed due to an infection and patient will be revised at a later date. It was reported that inserter-extractor, conical bolt, conical extraction screw and extraction screw were sticking together. There are no allegation against the tibia nail and 2 unknown screws that were removed. Procedure was completed successfully. Patient information is not available. This report is for two unknown screws. This is report 2 of 2 for (B)(4).